Event description:
It was reported that the patient was in intensive care and being monitored when the physician questioned if the atrial lead was sensing inappropriately based on the captured electrogram (ECG) event. It is unknown whether the patient's in intensive care experience was device related as well as if there was any medical intervention as a result of the report that the atrial lead was sensing inappropriately. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.